Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, the customer contacted a technical support engineer (tse) and reported that the single port (sp) maryland bipolar forceps instrument was moving backwards while the monopolar instrument was moving normally. The tse recommended reseating the sterile adapter and the instrument. The customer at the time hung up and had replaced the instrument, but had not reseated the sterile adapter. The tse asked if reseating the instrument fixed the issue, but they were not sure. The customer decided to hang up the phone when the clinical sales representative (csr) came into the room. The system was not online, so no logs were available at the time of the call. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved by using another instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Intuitive surgical, inc. (Isi) has not received the instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.